Event description:
The physician tried to implant two stents to the long (cto) complete total occlusion of the target lesion (superficial femoral artery) directly without pre-dilatation. However, when the two stents (complaint products) were deployed, they seemed to be shorter than the physician had expected. The stents could not cover the entire lesion. Other stents (same size) were placed and the procedure was completed successfully. There was no adverse event and the patient was in stable condition. The rate of stenosis was 100% (cto), and the vessel characteristics were unknown.

Manufacturer narrative:
No difficulty was noted during prep. The instructions for use (IFU) guidelines were followed for at all times. No longitudinal force was applied during deployment of the stent. No additional information was available. The product was not returned for analysis. Additional information will be submitted within 30 days.